Manufacturer narrative:
Investigation summary: lot analysis: DHR review disclosed no indication of the alleged defect as it was noted that there were no rejected findings throughout the build of this lot that would impact upon the quality of the catheter product. Set-up and in process samples including (but not limited to) adapter damage/cracked (interior-exterior), damaged component and catheter leak test passed per specification. Visual analysis observations and testing: unit: received one used 24g bd insyte autoguard IV catheter/adapter assembly; the remainder of the unit was not returned for observations of this incident. The unit was accompanied by the top web (lid) of the package from lot 7089518. The catheter/adapter was intact and there were slight traces of dried media. There was no damage to the catheter tubing (i.e. Crimps, holes, kinks, splits, or wrinkles) observed. Accompanying the returned unit was a miscellaneous syringe containing meds (fluid). Photos were provided for evaluation of this incident. The photos provided for this incident revealed the unit to be in the same condition with the same similarities as the unit provided. Visual/microscopic: unit: there was two areas where the outer thread at the end of the adapter (luer) was damaged/smashed and impacted outside of the adapter. There was no damage to the inner rim/inside of the adapter (i.e. Crack, grooves, mis-molds, etc.). Photos: the photos provided for this incident demonstrated the unit had similar damage to the unit provided. Water/air leak test was conducted: 1st leak test: attached the iso standard testing slip luer to the catheter/adapter and performed the leak test. Leakage was not observed from any area of the unit. 2nd leak test: attached an iso standard bd q-syte to the catheter/adapter, attached the slip luer to the q-syte and performed the leak test. Leakage was not observed from any area of the unit. The damage at the end of the adapter (outer thread) did not inhibit the connections; the connections were successful. During the leak testing, an assessment of connection compatibility of the returned unit was conducted; the connections revealed a secure connection between the iso standard slip luer and bd iso standard q-syte to the adapter female luer (catheter/adapter). The connections were successful and secure; meeting no resistance. During the leak test it was noted that the fluid did not expel at the tip of the tubing indicating that most like the catheter/adapter was occluded; therefore the leak test line was submerged in the water to demonstrate that there was an adequate flow of air thru the line. Investigation samples(s) meet manufacturing specifications: no; evaluation of the unit provided for this incident revealed two area where the outer thread at the end of the adapter (luer) was damaged/smashed and impacted outside of the adapter. Conclusions: confirmation of the failure of leakage from adapter, as stated in the pir, was inconclusive based evaluation and testing of the unit provided for this incident. Confirmed there were two areas where the outer thread at the end of the adapter (luer) was damaged/smashed and impacted outside of the adapter. Confirmed there were secure connections and successful leak testing with no failure. Root cause: relationship of device to the reported incident: manufacturing ¿ although a secure connection and disconnection was achieved in the lab and no leakage was observed; the damage observed at the end of the adapter (thread) was noted to be a potential in hindering a secure connection that could result in leakage in the clinical setting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ shielded IV catheter was found leaking as ¿when giving the contrast medium to the patient, it leaked from the catheter adapter.¿ there was no report of injury or medical intervention needed.